Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy surgery, using the first reload, the staple line was incomplete proximally and the second reload had incomplete staple distally. On the third reload, the surgeon was able to press the green button but it did not fire. New stapler was used to complete the case. There was no patient injury.